Event description:
It was reported that the user experienced repeated alert 38 events indicating consecutive stalled motor and required device restarts on the ilet, with no effect on blood glucose and use of backup therapy in the interim; the issue aligned with a mechanical jam involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user, analysis of information provided by the user or third party, and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 38 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.